Event description:
Caller reported experiencing intermittent occlusion alarms. Customer's blood glucose level was 482 mg/dl. To address the occlusion, the customer changed the cartridge and infusion set, then resumed insulin.